Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during dwell was confirmed; the hp stated they had left two of the supply line clamps open. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm; which occurred on the homechoice during use, during dwell 3 of 4. The baxter technical service representative (tsr) assisted the home patient (hp) with troubleshooting; which lead to se 2367 and then cycled the power off and on to press go to start prompt. Then the tsr explained the alarm, and told the hp the to discard all supplies, and to report alarms to the peritoneal dialysis nurse. They will finish therapy using manuals. The hc was operational. This writer contacted the peritoneal dialysis registered nurse (pd rn) (B)(4) 2011 regarding the reported problem. They stated that they did communicate with the patient. They stated that everything check out fine, the patient is not having further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.